Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger would "stick", making movement difficult and slowing the administration of the medication during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "piston sticks. Doubts on the reliability of the graduations ¿ sticker does not stick well ( the surface is wax like, but intermittent ¿ hard to manipulate and slows down the speed at which the administration of the medication is administered ¿ nurses are stating when they are drawing the medication, there is still medication left which didn¿t happen before - cannot use a medication that is not identified due to sticker not sticking, which leads to medication loss, waste of time and risks of errors."

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Event description:
It was reported that the bd syringe luer-lok¿ tip plunger would "stick", making movement difficult and slowing the administration of the medication during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from french to english: ""piston sticks. Doubts on the reliability of the graduations ¿ sticker does not stick well ( the surface is wax like, but intermittent ¿ hard to manipulate and slows down the speed at which the administration of the medication is administered ¿ nurses are stating when they are drawing the medication, there is still medication left which didn¿t happen before - cannot use a medication that is not identified due to sticker not sticking, which leads to medication loss, waste of time and risks of errors.""